Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and the patient was experiencing muscle and nerve stimulation near the implant pocket. The lead was reprogrammed and the stimulation was reportedly gone. Lead revision is being considered but the lead remains in use. No further patient complications have been reported as a result of this event.